Manufacturer narrative:
The complaint investigation for included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the sensitivity performance is not negatively impacted. A review of the product labeling concluded that the issue is sufficiently addressed. Based on our investigation, we have determined that there is no general issue with the architect syphilis tp reagent lot 08519be01.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 08d06-41.

Event description:
The customer reported a (B)(6) architect syphilis tp result on one patient. Results provided: (B)(6) 2020 sid (B)(6) = (B)(6); johnson & johnson = (B)(6), tppa = (B)(6). No impact to patient management was reported.